Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that system does not start and stuck at 00:00. During troubleshooting, the fse identified the issue with flex vision pc and hard disk. The fse replaced the flex vision pc and hard disk and installed software, configuration performed. After the replacement, installation, and configuration the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system does not start. No harm was reported to philips. Philips has started an investigation of the complaint.